Manufacturer narrative:
The investigation determined that higher than expected vitros ipth result were obtained from four different patient sample, using vitros immunodiagnostics products ipth reagent lot 0940 processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical quality control results were not available to evaluate the performance of the new vitros ipth reagent lot 0940, therefore a reagent issue cannot be ruled out as a contributor to the event. However, the vitros ipth results obtained when processing vitros ipth controls and biorad controls were within acceptable ranges indicating acceptable accuracy at the time of the event. Diagnostic within run precision testing was not performed to evaluate the vitros 5600 integrated system, therefore an analyzer related issue cannot be ruled out as a contributor to the event. As the vitros ipth acceptable quality control results do not show the same bias as the patient sample correlation study, it is suspected the cause of the higher than expected vitros ipth results obtained from the patient correlation with the alternate vitros site is related to sample handling issue as ipth is liable and susceptible to fragmentation. Correct handling of patient samples is necessary to ensure that the pth molecule remains intact; although this could not be confirmed. The customer made no indication other patient sample results were affected, however, the investigation could not confirm that patient sample results were not affected, or would not be affected if the event were to recur undetected. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed higher than expected vitros ipth results from four different patient samples processed using vitros ipth lot 0940 in combination with a vitros 5600 system during a patient sample correlation study with another vitros site. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results were obtained as part of a correlation investigation and were not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. (B)(4).